Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump clock sometimes had to be programmed, had stick buttons, buttons had to be pressed multiple times for them to respond. The customer's blood glucose level was unknown. The customer reported that the insulin pump had random no delivery alarms, had rejected new batteries and the reservoir did not lock in place it stripped. The insulin pump will not be returned for analysis.